Event description:
The lawsuit alleges that on or about 11/3/93 the plaintiff was admitted to the first hospital to have the nail implanted in her right leg to correct a valgus deformity. The suit alleges that shortly after the installation of the rod the plaintiff began experiencing pain and that in 2/94 x-rays taken at another hosp in revealed that the nail had fractured in three places. The plaintiff then returned to the first hosp where a revision took place.